Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The 2.50x18mm rx xience pro a stent delivery system (sds) was advanced into the patient anatomy however a stent strut was lifted. The sds was removed and the procedure completed using two additional devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the support wire was protruding out from a hole in the outer member material.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was not confirmed; however, the support wire was exposed from a tear. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. Analysis of the returned device did not confirm the reported stent deformation; however, it revealed a tear exposing the support wire. It is possible that inadvertent mishandling may have contributed to the observed tear exposing the support wire; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.